Manufacturer narrative:
(B)(4). Date sent: 3/3/2023 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 1/16. The bailout mechanism of the returned device was unable to be reset. No further functional test could be performed due to the condition of the device. A review of the device event log was conducted. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 140c92, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/15/2023. Additional information updated from "incomplete articulation homing" to "would not articulate".

Manufacturer narrative:
(B)(4). Batch # unk. Additional information obtained: there were no malformed staples at the end of the staple line. No buttress was used during the procedure. Could the articulation and/or home buttons be actuated? Home button was attempted but the device did not un-articulate, and the knife did not return home. Did the device staple? Yes. If yes, was the staple line complete (full length)? No. Did the device cut the tissue? Yes. Was there a patient consequence? No. Was the device locked on tissue with the jaws closed. Yes. If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) steps described in event description. If the home button was pressed, did the knife fully return to its home position? No. If the jaws could not be opened, how was the device removed? Manual override was used to open the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure that on the first firing of the gastric pouch with a little bit of articulation, the device was fired but they did not hear the knife return home. Surgeon pressed on the firing trigger more to see if knife would return home. Surgeon attempted to open the device, but device would not open. Home button was pressed then device was attempted to open but device would not open. Battery was then removed and replace with another attempt to open the device, but the device would not open. Manual override was then used to return the knife home and open the device. There were a few loose staples at the end of the staple line. Surgeon over-sewed the staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/29/2023. H11: corrected data = h6 . The following codes were added, g02008 and c12.